Event description:
It was reported that a (B)(6) year old female patient underwent breast prosthesis implantation surgery with two 800cc mentor memorygel breast implants. Post-operatively, the patient suffered bilateral burning sensation, sharp pain, encapsulation and hardness. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2022. The left breast implant was discovered to be ruptured. Subsequently, the patient underwent bilateral replacement with two non-mentor implants. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, capsular contracture, burning. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 2, 2022, an analysis of the suspect medical device's video was completed: upon visual evaluation of the video provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of a paresthesia may be transient or chronic. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.